Event description:
The customer alleged questionable ion selective electrode (ise) sodium, ise potassium, and ise chloride results on 1 patient sample. Of the results provided, one discrepant potassium and one discrepant chloride were reported outside the laboratory. The initial and repeat testing were performed on the same sample tube. For the initial tests, the sample tube was processed and loaded onto the analyzer by the modular pre-analytics (mpa) system. For repeat testing, the sample was front-loaded onto the analyzer. The initial potassium result was 3.9 mmol/l, and the repeat was 5.2 mmol/l. The initial chloride was 122 mmol/l, and the repeat was 102 mmol/l. The initial potassium and chloride were reported outside the laboratory. The customer considered the repeat results to be correct. The customer stated the patient was not injured and not treated based on the results as the physician's office was closed. There was no adverse event. The customer also stated the patient was (B)(6). The customer did not provide lot numbers or expiration dates for the potassium and chloride electrodes. The field service representative was unable to reproduce the erroneous results. He checked the ise unit and sampling assembly for proper functions and reproducibility. The ise check passed. The customer ran calibration and quality controls which passed within their specifications.